Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices were leaking from the seal cap. They were able to complete the procedure with the same devices. There was no patient impact. All devices were discarded.